Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, rewind basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No motor error alarms noted. Motor passed motor test. Device had cracked reservoir tube lip and battery tube threads.

Event description:
Customer's mother reported via phone call that the device alarmed a motor error alarm. Device alarmed a no delivery alarm during a bolus delivery. Customer's blood glucose was 546 mg/dl. Device was able to rewind. Device was unable to begin the displacement test. Device was dropped all the time. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.